Event description:
The report stated that during a procedure, the jaws of the device would not open. Additional tissue resection was required in order to remove the device. Another device was used to complete the procedure without incident. There was no bleeding and no patient injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.